Event description:
It was reported that the customer received a sensor error. Customer's blood glucose level was 38 mg/dl. Customer uses the enlite overtape. Customer stated that the alarm occurred during initialization. It was explained that the sensor can require more time to stabilize. Customer was advised to monitor the pump and call back if further assistance is needed. Customer will monitor the sensor. Customer also received a lost sensor. Customer's transmitter passed the test plug test and is functioning correctly. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-62945.